Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a possible crush or insulation break was suspected on the right atrial (ra) lead. It was further reported ra lead impedance was fluctuating and was low. Oversensing and a polarity switch were also noted. The lead remains in use. No patient complications have been reported as a result of this event.